Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer stated that her blood glucose levels went low because she over treated for her carbohydrate intake. Troubleshooting was performed, and the insulin pump was programmed correctly. However, there was nothing recorded in the daily totals screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests. Unable to verify for history anomaly due to motor error alarm. The insulin pump was received with normal idle current and no off/no power or low battery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.